Manufacturer narrative:
Manufacturer does not believe that the machine caused or contributed to the event because there was no reported device malfunction, the machine was used again for another pt with no problem and was found to be within specifications during device investigation. Medwatch is being submitted solely because of the abnormal laboratory tests after a dialysis treatment. (B)(4) - hyperkalemia secondary to metabolic acidosis. (B)(4) - no problem reported. (B)(4).

Event description:
User facility medwatch was received on (B)(6) 2010.